Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported receiving "hi" (greater or equal to 500mg/dl or 27mmo/l) when scanning the adc freestyle libre sensor compared to an hcp meter. On 07-jul-2019, the customer obtained a scan of 27.8mmol/l (hi) and customer's wife called the ambulance while the customer exhibited symptoms of "shakiness, sweating, not thinking straight, and confusion and subsequently lost consciousness. Upon the arrival of the emergency services, a blood sugar of 2.2mmo/l was obtained on the hcp meter. The customer was admitted to the hospital and treated with oral glucose and an unspecified injection for hypoglycemia and discharged the same day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Since libre readers do not affect the results of the sensor scan and have their own perception code relating to inaccurate readings, no further investigation into the reader will be required. Dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "hi" (greater or equal to 500mg/dl or 27mmol/l) when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a scan of 27.8mmol/l (hi) and customer's wife called the ambulance while the customer exhibited symptoms of "shakiness, sweating, not thinking straight, and confusion and subsequently lost consciousness. Upon the arrival of the emergency services, a blood sugar of 2.2mmol/l was obtained on the hcp meter. The customer was admitted to the hospital and treated with oral glucose and an unspecified injection for hypoglycemia and discharged the same day. There was no report of death or permanent injury associated with this event.